Event description:
A patient reported experiencing inaccurate erratic results with a one touch profile meter. The patient's blood glucose results were 0 mg/dl, 144 mg/dl. Tests were done within 2 minutes with a difference of 128 mg/dl. Patient did not experience any adverse events. No further information has been reported.